Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant installed in intraoral region #5, six months after its installation. Ten (10) ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.